Event description:
Customer reportedly received results in the 300's (mg/dl) on the advantage system and 175 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.